Manufacturer narrative:
Section d9 was updated due to device evaluation. Update to initial report (due to device evaluation). Section h6 evaluation code result remove b17 and add b91 and b24 result remove c20 and add c13c. H3 device evaluation summary updated due to device evaluation: medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient this 980 ventilator generated a backup ventilation (buv) alarm. The device was available for evaluation service personnel (sp) confirmed the reported issue through logs, that the unit generated "insp psol stuck, pi adc failure and delivery psol current loopback reading oor" codes. During testing unit passed the extended self test and short self test successfully,. There were no abnormalities found. Replaced the pneumatic printed circuit board assembly, air side mix proportional solenoid (psol) and delivery psol for observed codes. The unit passed all the required tests and calibrations as per manufacturer specifications at the time of service. The likely cause of the issue could not be determined. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient this 980 ventilator generated a backup ventilation (buv) alarm. The patient was removed from the ventilator and placed on an alternate ventilator with no injury reported.

Manufacturer narrative:
H3 device evaluation summary: updated due to part return medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient this 980 ventilator generated a backup ventilation (buv) alarm. Service personnel (sp) had confirmed the reported issue through logs, that the unit generated codes for "insp psol stuck" and "pi adc failure". Also unit had generated code "delivery psol current loopback reading oor" as a secondary finding. Sp replaced the pneumatic printed circuit board assembly, air side mix proportional solenoid (psol) and delivery psol for observed codes. The unit passed all the required calibrations and tests as per manufacturer specifications at the time of service. One mix psol and pneumatic interface pcba were returned for further analysis. The returned components were visually inspected and functionally tested with no malfunction or product deficiency observed. One delivery psol was returned for further analysis. Visual inspection showed the red wiring connector which attaches the psol to the inspiratory module was disengaged from its connector. Due to such damage to the psol no further testing of the returned part can be undertaken. The replaced mix psol and pneumatic interface pcba did resolve the issue in the field; however, the returned components were analyzed and were testing satisfactorily. With the information available a likely cause could not be determined. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. The event is included in a trending and monitoring plan. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient this 980 ventilator generated a backup ventilation (buv) alarm. The patient was removed from the ventilator and placed on an alternate ventilator with no injury reported.

Manufacturer narrative:
Section a patient information and section e initial reporter cannot be provided due to japanese privacy regulations. Section e. Japan. Medtronic personnel reported event to manufacturer on behalf of the customer. H3: medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the medtronic service engineer. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.